Event description:
It was reported that during a knee arthroscopy procedure, the console stopped working and resulted in completion of the surgery with an ablator. To date, the pt is reported to be doing fine.

Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem. The findings of a "torque limited" message was related to pc board failure. The sales representative has been out to the facility to assist in any needed inservice of the product.